Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and failed due to the receiver being stuck on white screen. The receiver data log was not downloaded for review failed due to the receiver being stuck on white screen. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display is undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon "hw" occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.